Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The gib board was re-seated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image on the left monitor of the 6800 sys was out of sync with the printed image. No pt injury was reported.